Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was consistent with the reported broken tip being completely separated from the instrument.

Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted malignant hysterectomy surgical procedure, cadiere forceps instrument's tip disengaged from the shaft when inserted into the patient's abdominal cavity. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip and pitch cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument was found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that suggest improper reprocessing as a contributing factor.